Manufacturer narrative:
The technical support engineer troubleshot the issue with the customer over the phone. The customer removed the ventilator from service. Medtronic was not authorized to service the ventilator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator's display was dark. The ventilator was not on a patient at the time of the event.